Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during a routine check up, the patient presented with a right ventricular lead with a trend of increasing impedance. Lead fracture was suspected. The right ventricular lead was replaced and the implantable cardioverter defibrillator was also replaced due to advisory status. No further information was available.

Manufacturer narrative:
Correction - the implantable cardioverter defibrillator and right ventricular lead were not explanted or replaced. No intervention was performed.

Event description:
New information received indicated that the implantable cardioverter defibrillator was interrogated on (B)(6) 2018. The device and right ventricular lead were not explanted or replaced. The physician elected to continue to monitor the patient remotely. No intervention was scheduled at this time.